Event description:
Customer reported the device alarmed and went vent inop while in use; high o2 pressure. No patient harm reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the display black and the device alarming. No patient harm reported.